Manufacturer narrative:
No unexpected scrolling of numbers noted during testing. Intermittent button response on the up arrow button due to corroded keypad traces noted. Cracked case at display window corners, cracked display window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, broken battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll on display screen. Customer also reported that act button was not responding. Customer reported that insulin pump had a crack from screen to battery compartment. After troubleshooting, customer was advised that insulin pump would need to be replaced.